Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: this is a retirement center-reporting that a patient's catheter balloons are bursting after a few days to a few weeks of use. It was reported that proper lubrication and fill procedures are being used. There was no patient harm and the catheter was replaced.

Manufacturer narrative:
Qn#: (B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No physical investigation or assessment has been conducted on the defective catheters no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The complaint states: this is a retirement center-reporting that a patient's catheter balloons are bursting after a few days to a few weeks of use. It was reported that proper lubrication and fill procedures are being used. There was no patient harm and the catheter was replaced.